Event description:
A hospital in another country has reported that the rt235 swivel joint leaks on the pressure test with a bird ventilator. The customer has observed with adjusting the swivel to a different position sometimes temporarily solves the problem.

Manufacturer narrative:
Results & conclusions: please see attached report "leaking connectors" for details of failure investigations. Unfortunately, this report was inadvertently omitted from the retrospective summary report 9611451-2007-00013. Fisher & paykel healthcare has received a total of eight complaints in relation to circuit connector leaks over the last two years. Primarily, these leaks occur during the initial setup of the circuit as the ventilator keeps alarming due to a circuit leak failure. Customers have identified that the y connector and swivels as the areas in which the leaks were occuring. Investigation summary: each connector returned to fisher & paykel healthcare due to an alleged fault was evaluated by our engineers. Returned samples were visually inspected and pressure tested to replicate the reported issue. In some cases when the returned devices were evaluated by our engineers, the reported fault could not be replicated. In these cases, it is likely that the user did not assembly the circuit correctly, ensuring an adequate seal. In addition, the user often reported that a hole had been observed in the part. Investigations showed that this reported defect is actually an injection pin mark and is not a defect. It does not leak when tested. This hole does not affect the performance of the device in any way, as proven by pressure testing of the product prior to release for distribution. Of the returned complaints, two (11 individual units) were confirmed to be leaking from the connectors when pressure tested in the lab. However, the amount of leakage was within the specified tolerances. Of the returned samples only two were confirmed to have failed the leak test. The two failed units were swivel connectors that appeared to have been deformed - most likely caused by excessive force or incorrect assembly during initial set up by the user.